Event description:
A caller reported a malfunction on the pump, identified as malfunction 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact technical support again if the issue reappears.